Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had repeated no delivery alarms during bolus deliveries. The customer's blood glucose was 414 mg/dl. Customer reported treating their blood glucose with a manual injection. Troubleshooting found insulin was able to exit during a fixed prime and the insulin pump alarmed no delivery. It was also found the insulin pump alarmed no delivery with a manual prime. The customer was advised their insulin pump needed to be replaced. Customer was advised to revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a cracked belt clip slot and a cracked case near the display window corners were noted during the visual inspection.